Manufacturer narrative:
Additional information: b1, b2, b5, e1.

Event description:
It was reported that the patient experienced that the cylinders did not fill with liquid with an inflatable penile prosthesis (ipp). The ipp remains implanted and active and the replacement surgery is scheduled for (B)(6) 2019. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was received that fluid loss was confirmed at explanted date of (B)(6) 2019.

Event description:
It was reported that the patient experienced that the cylinders did not fill with liquid with an inflatable penile prosthesis (ipp). The ipp remains implanted and active and the replacement surgery is scheduled for (B)(6) 2019. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced that the cylinders did not fill with liquid with an inflatable penile prosthesis (ipp). The ipp remains implanted and active and the replacement surgery is scheduled for (B)(6) 2019. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was received that fluid loss was confirmed at explanted date of (B)(6) 2019.

Manufacturer narrative:
Device analysis: product analysis did not confirm the reported inflation issue and fluid leak. The investigation conclusion code of no problem detected was chosen because no problem or product malfunction could be identified through product investigation. Based on the results of this investigation, no escalation is required.